Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-4318. Batch/lot number: (B)(6). Model/catalog description: clik x anchor sterile kit. Unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the patients spinal cord stimulator (scs) leads had migrated with noted high impedances causing inadequate stimulation. The patient underwent a procedure wherein the spinal cord stimulation (scs) system was replaced with an MRI compatible device.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 7090448, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-4318, batch/lot number: 26890202, model/catalog description: clik x anchor sterile kit, unique identifier (UDI)#: (B)(4). Investigation result: the device was not returned to boston scientific for analysis. Device history record: a review of the device history record (DHR) confirmed that the device met specifications prior to shipping. Labeling review: a labeling review did not reveal any anomalies as it states: "lead migration, resulting in undesirable changes in stimulation and subsequent reduction in pain relief" and "system failure, which can occur at any time due to random failure(s) of the components or the battery. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control" are known risks with the use of spinal cord stimulation (scs). Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the patients spinal cord stimulator (scs) leads had migrated with noted high impedances causing inadequate stimulation. The patient underwent a procedure wherein the spinal cord stimulation (scs) system was replaced with an MRI compatible device. Additional information stated that the patient recovered well postoperatively. The explanted device was not returned due to facility not releasing it.